Event description:
During an urgent trach tube exchange, the clinician placed a 3.0 bivona tts flextend trach and discovered the cuff was defective and not holding water. Subsequently, a 3 . 0 bivona tts (non-flextend) was placed and also had a defective cuff, and was not holding water. This is 2 out of 3 reference for (B)(4) for related complaints and attachments. Second trach that was attempted to be inserted had a defective cuff and was not holding air. No patient serious injury was reported.